Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler or cycler set. Additionally, there is no allegation of a malfunction or deficiency against the device or a reported leak or defect with the cycler set. All pd patients are at increased risk of infection due to a compromised immune system. Candida parapsilosis is a commensal of human skin and has the ability to grow and to form biofilms on catheters. Based on the available information, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s fungal peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient reported flu-like symptoms (unspecified) to the pdrn; however, presented to the pd clinic three days later with cloudy pd effluent and abdominal pain. The patient¿s pd effluent culture draw was positive for candida parapsilosis, a fungus. The white cell count was 1048 (unknown units) with 67% polymorphonuclear cells. The patient was given an initial dose of intraperitoneal (ip) vancomycin 2300ml and ip ceftazidime 1000ml. After culture results were received, the patient was switched to oral diflucan 100mg twice daily (duration unknown). The patient was subsequently hospitalized. During the hospitalization the patient¿s pd catheter (not a fresenius product) was pulled and the patient transitioned to hemodialysis (hd). It was determined the patient would not return to pd. This was the patient¿s first event of peritonitis since pd initiation in (B)(6) 2016. The patient was discharged on an unknown date and started in-center hd. The cause of the peritonitis is unknown, but the patient did not report any issues with the liberty select cycler or cycler set. The patient did not have any recent antibiotic use or any other problems or symptoms prior to the event.